Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported an injury on their alinity m system. The customer reported that a laboratory technician scratched their wrist on the metal frame of the waste chute (alinity m serial number (B)(6) when cleaning it. There was a non-bleeding scratch which was approximately 2-3 cm in size. No picture was taken at the time. The patient went to the occupational health service and received an hbv booster vaccination but no hiv post-exposition prophylaxis. A blood sample was taken and additional testing will be performed in 6 and 12 weeks to test for any infection. The instrument is used for hiv, hcv, and hbv testing.

Manufacturer narrative:
Investigation into this complaint included a nonconformance (nc)/CAPA history review, existing data review, and a complaint history review. The investigation is as follows: CAPA / non-conformance review: a search of nc/CAPA records was performed for any instances of an injury sustained while cleaning the waste chute on an alinity m system. The query did not identify any quality records related to an injury sustained while cleaning the waste chute on an alinity m system, ln 08n53-002. Existing data review: a review of current labeling/warnings/hazards in the alinity m operations manual concluded to be sufficient in preventing/mitigating any potential hazards/physical injuries while performing maintenance procedures on the alinity m system. The weekly maintenance procedure instructs the user on proper cleaning of the waste chute and cautions the user about biological risks and injury by mechanical hazards during cleaning as follows: "the amplified waste chute and its flapper may contain sharp edges. Do not attempt to access its inner walls with hands. In addition, the amplified waste chute may cause injury or exposure to infectious materials if dropped." Complaint history review: a complaint search was performed to identify past complaint tickets related to an injury sustained while cleaning the waste chute on an alinity m system ln 08n53-002. The complaint history review showed that in the two years prior to the entered (origination) date of the complaint ticket under investigation, no additional related complaints were identified. Complaint trending was reviewed. The upper control limit was not exceeded, and no adverse trend was identified for the alinity m system ln 08n53-002. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-002.